Event description:
An ams inflatable penile prosthesis was implanted in patient 10/20/89. Device functioned correctly until 5/92, when pump did not function. Manufacturer was notified and supplied replacement parts under their warrenty program. Defective device was replaced on 5/7/92. Defective device was sent to american medical systems on 5/15/92 on return authorization. New device operated correctlydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.